Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism deployed late when the pod was activated. It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. Upon removal of the pod, the cannula was found to be bent. As treatment, the patient's physician instructed patient to give herself 10 units of insulin with a syringe, then change her pod.

Manufacturer narrative:
The pod was received fully deployed. The download data shows that the pod completed priming in the expected number of pulses. Inspection of the exposed soft cannula could not find any damages. The device was received with the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. Inspection of the needle mechanism components found no damages that would result in the needle mechanism deploying late. The cause of the reported needle mechanism deploying late could not be determined.